Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR. Report #2183959-2012-00079. On or about (B)(6) 2008, a monarc subfascial hammock was implanted. It was reported that she has, "suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation" of the, "pelvic mesh product."